Event description:
It was reported that ???/hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the abdomen. On (B)(6) 2023 at 4:57 am, the display device was not giving readings. There was no mention of continuous glucose monitor readings, alerts, or alarms prior to the sensor issue. A few minutes later, the patient experienced presyncope. Blood glucose was not checked. The spouse provided the patient with cola and the patient recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.